Manufacturer narrative:
This report is being submitted to report additional information. One implant, and mount were returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction. The devices were able to engage and disengage as normal. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction has not occurred, and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that doctor could not get the carrier off implant. Had to use different implant because of that, used the same size. Toth 28.

Manufacturer narrative:
Zimvie complaint (B)(4). Initial reporter: initial reporter¿s title is not provided / unknown.